Event description:
Instrument was being used for a diagnostic laparoscopic surgical procedure. During use the physician experienced dullness with the scissors, discontinued use for that surgery and forwarded the instrument to central processing for cleaning and sharpening. While in central processing a cleaning technician noticed that the scissor was missing from the handle. Upon x-ray examination, it was discovered the scissor insert was still in the patient. The scissor insert was removed surgically. The user/facility was contacted and the patient suffered no adverse effects as a result of this incident.